Event description:
It was reported that the lead was explanted and replaced due to high voltage impedance and high pacing threshold. Device printouts showed normal hv impedance measurements.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported high pacing threshold and high hv impedance could not be confirmed on the returned lead portion. Examined this piece of lead did not note anomalies. Coils/cables continuity were normal. End of the lead piece was cut which was consistent with occurring at the time of explant. (B)(4).